Event description:
The user facility reported a 55-year-old female in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient had poor perfusion down the impella leg. A fem-fem bypass was placed to resolve the noted condition and support continued with the implanted pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia was most likely patient condition related to diseased/small vessels.